Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-378, mmt-332a. Troubleshooting was performed and confirmed the customer reported issue blank display. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-378. No product return is required for mmt-332a. It was unknown whether customer continued using the device or not.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. No unexpected flow blocked alarm or blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on (B)(6) 2024 22:54:00.000 in the history files. These alerts are expected and occur during normal pump operation. No insulin flow blocked alarm noted in pump downloaded history on or near the event date. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, stained keypad overlay, corroded battery tube, corroded motor home switch, and cracked case corner of the belt clip rails near the battery compartment. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.